Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported sf180 and revealed an internal battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm and sf180 were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had display issues, displayed an error message (sf180) related to a battery charger fault and the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The top case, main circuit board and internal battery required replacement to address the issues. The device was deemed beyond repair and scrapped. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had display issues, displayed an error message (sf180) related to a battery charger fault and the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.